Event description:
It was reported by a customer that on (B)(4) 2011, the fiber end fired at 190,000 joules. Add'l info reported by the customer was during set-up an aim test was performed and the beam was visible. There were no error codes displayed on the console when the event occurred. The event did not cause any issues with the pt. The user did not experience any injuries from use of the system